Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), an elevated blood glucose (bg) level of approximately 500 mg/dl, vomiting, fatigue, and dehydration; cause was unknown. Additionally, the customer went to the emergency room (ER), and subsequently admitted to the hospital where an insulin drip was administered to address the high bg. The customer declined to provide when they were released from the hospital, and was unsure if any permanent damage was present.